Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service provided instructions to reset the pump, which resolved the issue, with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact customer service if future issues arise.